Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with detached end cap. Motor error alarmed during rewind due to broken off motor slide rubber pad. Unable to perform functional tests including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to motor error alarms. All buttons function properly. No button error alarms noted. No damage to keypad traces noted. No protruding drive support disk noted. Cracked case noted near all corners of display window and cracked case near reservoir window noted during visual inspection.

Event description:
The customer reported that the insulin pump alarmed low reservoir multiple times. The blood glucose was 228mg/dl. Troubleshooting was performed, and the self test passed. The caller mentioned that the drive support cap was protruded. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.